Event description:
Reporter observed air bubbles moving backwards through the tubing in the patient's line, past the antireflex valve. No injury to pt.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported info.